Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and d273 was determined to be the section of the microprocessor to cause telemtery c loss. The internal mechanism for d273 could not be determined.

Event description:
It was reported that the device was explanted due to a system upgrade. Before the explant procedure, the device had no telemetry and could not be interrogated despite trying multiple time with two different programmers. There were no tones with magnet placement and there was no evidence of pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.